Event description:
The customer observed false reactive alinity I cmv igg results generated on an alinity I processing module for one female patient who is pregnant and close to delivery. Sid (B)(6) initial result = 30.9 au/ml (reactive). Historical results were always non-reactive. Cmv igm result = 0.53 index (nonreactive). The sample was repeated the following day and generated a cmv igg results of 30.6 au/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.